Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's father the patient experienced high blood glucose levels (9.9 mmol/l and 5.1 mmol/l) at two incidences. Reportedly, the patient's infusion set's tubing detached at the connection to the body part, while playing outdoor. The site location was the patient's back side of belly. The infusion had been used for one and a half days. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.